Manufacturer narrative:
H6: investigation summary: the complaint of 'fps on a5 - bd sars-cov-2' was received against the bd max instrument catalog number 441916, serial number (B)(6). The customer reported that they only get positives in lane a5 while using the bd sars-cov-2 assay. When they ran the test in a different location, they got a negative result. The customer mentioned that the instrument was not level on the table. A case to move the instrument was created and it was moved to a different sturdy table in the same lab. They did not see this issue after the move. The complaint cannot be confirmed as an instrument issue because the instrument was not in a leveled surface which could cause many kinds of issues. The complaint investigation consisted of a review of the service notes pertaining to this issue, the service history of the instrument and associated complaint trending data. The DHR review of the instrument showed that it passed all factory acceptance tests in manufacturing without any issues. No parts or material were returned for investigation. The root cause of the issue is the instrument not being placed in a level surface. No new trends, risks, or hazards were identified as a result of the complaint. No corrective actions were initiated as a result of this complaint.

Event description:
It was reported that while using the bd instrument max clinical with the bd sars-cov-2 reagent, a false positive result was obtained. The customer reran the sample and upon repeat the result was negative. There was no indication that erroneous results were reported out or any report of patient impact. Eua (B)(4).

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd instrument max clinical with the bd sars-cov-2 reagent, a false positive result was obtained. The customer reran the sample and upon repeat the result was negative. There was no indication that erroneous results were reported out or any report of patient impact. (B)(4).